Event description:
It was reported that the device failed volume accuracy testing during annual check. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso sensor and a loose air detector. There was no evidence to review in the device¿s event history log. To conduct functional testing an accuracy test was performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.